Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not exposing. Upon functional testing fse found that high voltage cabinet was out of phase due to voltage instability which caused the fuse to burn out. The fse replace the fuse. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not expose. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Trouble shooting actions showed a problem with the high voltage cabinet having a blown fuse. The fse replaced the fuse and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.